Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they went to have an MRI and when they put the stimulator on, all of a sudden it just stopped. Patient stated that they started getting a code that said 302, and then they got a system error code. Patient mentioned that they have been playing with it and trying to charge it. Reviewed message meaning and suggested that pt connect to healthcare provider (hcp) to have the ins checked. Message was sent to the manufacturer representative (rep) about pt call.